Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, when ophthalmic viscosurgical device (ovd) was inserted and pushed out, a trailing haptic was found to be stretched. However, it was inserted into a patient's eye as it is. The lens was clogged at a wound, hence the surgeon tried to remove it, then its haptic was torn off. Eventually it was removed and replaced with another same model. The surgery was completed. Additional information has been requested however no further information available.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received in an opened blister tray inside the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. The lens is returned outside of the device in a plastic tray. The lens is split almost in half. One haptic is broken torn and is not returned, the other haptic is intact. The product investigation could not identify the root cause for the reported complaint "haptic was torn off" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. It was reported that "a trailing haptic was found stretched. However, it was inserted into a patient's eye as it was". Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The instructions for use (IFU) instructs not to proceed in case where straight trailing haptic is observed. The directions for use (dfu) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).